Event description:
Per the clinic, the patient experienced an infection post-op at implant site and was subsequently treated with oral antibiotics for 2 weeks (date not reported), draining of hematoma for 1 week and draining of pus for another week. The implanted device remains.